Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record was not performed as the customer's reported defect has previously been confirmed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. (B)(4).

Event description:
It was reported that the safety shield of a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter fell off when it was activated. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was not observed. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lockout features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Based on evaluation of the customer samples, the customer¿s indicated failure mode for defective locking mechanism with the incident lot was not observed as the samples did not meet the required specifications. However, further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented.